Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that while filling the tubing, they were holding the act button and insulin streamed out. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The pump was found to not exit the rewind prime settings. The customer agreed to receive loaner pump, but declined to return current pump. No further assistance provided.